Event description:
Caller states that she tested 2.5 inr on the coaguchek xs system and 2.0 inr on a comparison lab. Caller stated that her coumadin medication was adjusted but did not provide details. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
It was reported that during a lap cholecystectomy procedure, the clips were not completely forming. They opened a new device to complete the procedure. There was no pt consequence.